Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a continu-flo solution administration set's tubing separated from the drip chamber. The set was infusing a sodium chloride solution at the time that the malfunction occurred. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.